Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized and on an unreported date the pd catheter was removed. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal fortaz daily (duration not reported). The patient was switched to hemodialysis therapy. The patient was recovered from this peritonitis event. No additional information is available.